Event description:
The customer reported the angulation of the evis lucera gastrointestinal videoscope was reduced. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a foreign substance in the nozzle. The report is being submitted due to the foreign substance in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value due to wear of the angle wire. In addition, evaluation found the bending section adhesive was chipped, the objective lens was cracked, the adhesive around the objective lens was peeled, the light guide lens was cracked, the indication of the scope connector was peeled, switch #4 was worn, the paint on the air/water and suction cylinder was peeled, the suction cylinder was shaved, the electrical connector was discolored due to water leakage, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date and how the reduced angulation occurred was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the fiber like foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known and as a result it is possible the device could have been used on a patient with material attached. Pre-cleaning information- it is unknown if there was a delay to the start of pre-cleaning. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. It is unknown if the scope was submerged in cleaning solution. It is unknown if the air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.